Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the coating on the connecting tube peeled off (<1mm), additional evaluation findings are as follows: there were black scratches on the image due to a broken charged coupled device unit, the bending section cover adhesive was broken, the number of lost ultrasonic elements exceeded standards due to a broken ultrasonic cable, the electrical connector was corroded, the electric contact of the ultrasonic connector was corroded, and the connecting tube was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer that when using an evis lucera ultrasonic bronchofibervideoscope, there were spots on the image. The event occurred during preparation for use. The diagnostic procedure was completed with a similar device. There was no procedural delay or no patient harm associated with the event. The device was returned and evaluated, and during evaluation, the coating on the connecting tube was peeled off (> 1mm). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the coating on the connecting tube peeled off but the cause could not be specified. Olympus will continue to monitor field performance for this device.